Manufacturer narrative:
Zimvie complaint (B)(4). A4: patient weight is not provided / unknown. D4: unique identifier (UDI) number is not provided / unknown. E1: initial reporter¿s title is not provided / unknown. G4: additional 510(k) numbers are k011028 and k013227.

Event description:
Implant #3. Identified fracture of the implant platform. Implant was removed by trephine bur. Symptoms as a result of the event: pain and inflammation.

Manufacturer narrative:
This report is being submitted to report additional information. Zimvie received one implant for evaluation. Visual evaluation was performed, product inspected and filed. Signs of use, damage to the implant was identified. The implants collar was fractured. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Based on the investigation and risk management file review as per rm-00541-haz rev 3, the most likely root cause determined from the investigation was that the clinician used excessive torque to place or remove restorative component on implant. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.